Event description:
Reporter indicated that during diagnostic test, device output current displayed "******", lead test was normal. Tests were done by physician and it was not documented in the chart which specific tests were performed.